Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6) 2013, painful intercourse on (B)(6) 2013, vaginal discharge on (B)(6) 2013, vaginal odor on (B)(6) 2013, heavy periods on (B)(6) 2014, anger on (B)(6) 2014, depression on (B)(6) 2014, mood swings on (B)(6) 2014, dysuria on (B)(6) 2014 and vaginal itching on (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infections") and fungal infection ("yeast infections (after hysterectomy)"). The patient was treated with surgery (hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and fungal infection outcome was unknown. The reporter considered fungal infection, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: on (B)(6) 2014, nurse note: patient complains of anger episodes, depressed, mood swing. Per patient when she takes birth control it messes with her mood, just started nuvaring. Insertion details: on (B)(6) 2013, essure hysteroscopic tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain (pelvic pain), bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 23-year-old female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation on (B)(6) 2013, painful intercourse on (B)(6) 2013, vaginal discharge on (B)(6) 2013, vaginal odor on (B)(6) 2013, heavy periods on (B)(6) 2014, anger on (B)(6) 2014, depression on (B)(6) 2014, mood swings on (B)(6) 2014, dysuria on (B)(6) 2014and vaginal itching on (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infections") and fungal infection ("yeast infections (after hysterectomy)"). The patient was treated with surgery (hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and fungal infection outcome was unknown. The reporter considered fungal infection, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: on (B)(6) 2014, nurse note: patient complains of anger episodes, depressed, mood swing. Per patient when she takes birth control it messes with her mood, just started nuvaring. Insertion details: on (B)(6) 2013, essure hysteroscopic tubal occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain(pelvic pain), bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.